Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the vascular damage issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 76-year-old male (race unknown) in st elevated myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was accidentally removed during 14 fr sheath peel-away removal. Stent placed to left common femoral artery and patient was transfused one unit of packed red blood cells. An intra-aortic balloon pump was placed.